Event description:
A report was received that a patient had a lead revision due to discomfort at the lead site. The patient's symptom was a poking feeling when he would tilt his head. The physician revised the leads by pulling them down. Nothing was implanted or explanted and the patient is doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70, serial # (B)(4), (B)(4), (B)(4). Description: st linear lead, 70cm with pre-loaded 0.014 inches stylet model # sc-2208-70, serial # (B)(4), (B)(4). Description: st linear lead, 70cm with pre-loaded 0.012 inches stylet.